Event description:
Customer reportedly obtained results of 81 mg/dl, 201 mg/dl, 202 mg/dl, and 91 mg/dl on the compact plus system within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.